Manufacturer narrative:
A getinge authorized dealer's field service engineer (fse) was dispatched to the site for an on-site inspection. The fse found that the iabp's battery failed and needed to be replaced; however, the customer did not request getinge service to repair the iabp. It was later reported that the customer had replaced the battery, and the iabp was cleared for clinical use.

Event description:
It was reported that during a routine inspection, the customer found that the battery of the cs300 intra-aortic balloon pump (iabp) could not supply power after the iabp was disconnected from the ac. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine inspection, the customer found that the battery of the cs300 intra-aortic balloon pump (iabp) could not supply power after the iabp was disconnected from the ac. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The customer has not requested repair service at this time. A supplemental report will be submitted if further information is provided. (B)(6).

Event description:
It was reported that during a routine inspection, the cs300 intra-aortic balloon pump (iabp) battery would not work. There was no patient involvement, and no adverse event reported.